Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg110105-01. 100miu/ml hcg urine control lot: hcg100513-01. 278.9iu/ml hcg urine control lot: hcg110124-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 278.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. No false negative was observed. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.

Event description:
Customer reported false negative urine hcg results on a (B)(6) patient when testing with medi-lab performance hcg urine test-cassette. Customer reporting on (B)(6) 2011 a (B)(6) patient tested negative on both dates with mid-day urine samples. She then went through spine surgery because of the negative finding. After surgery (date unknown) her hcg was positive with a serum test by the central lab (threshold not known). Her final diagnosis was pregnant. Her condition is not known at this point. Last menstrual period was (B)(6) 2011.